Manufacturer narrative:
Additional information: a2 (age at event), a3a, b2, b3, b5, d1, d4 (model number, catalog number and UDI), g3, PMA / 510(k) # correction: b1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that complications occurred after performing fine needle biopsy (fnb) 22g 2 passes with 2 needles (ln + free fluid). Patient had massive hemorrhage. Patient was on antiaggregant treatment-low molecular weight heparin as per notes in attached list; physician seemed to think that the patient received about 4000u the night prior to the case. Final diagnosis of adenopathy with tb. Late massive hemorrhage, prolonged admission (still hospitalized early (B)(6) 2025), ic transferal, 3 urgent endoscopy procedures, 2 interventional radiology and 2 surgical operations to control the bleeding.

Manufacturer narrative:
D10 concomitant product: dsc-22-01, dsc-22-01 sharkcore bio sys 22g ss ndl (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that complications occurred after performing fine needle biopsy (fnb) and fine needle aspiration (fna) procedure. The complications included severe bleeding and pancreatitis. The patient had an extended hospitalization.